Manufacturer narrative:
Product event summary: the mapping catheter 990063-020 with lot number 217254712 was returned and analyzed. Visual inspection of the mapping catheter indicated the shaft was broken 36.4 inches from the tip. The reported shaft kink was not confirmed through product analysis. The mapping catheter failed the return product inspection due to the broken shaft. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter could not be inserted into the balloon catheter. The mapping catheter was noted to be bent. The mapping catheter was replaced with resolve. The case was completed with cryo. No patient complications have been reported as a result of this event.